Manufacturer narrative:
(B)(4). Similar to device under 510(k): p070016. (B)(4). Summary of investigational findings: based on the provided information, it was not possible to determine the root cause of the reported event. The most likely cause can be related to incomplete sealing of the stent graft within the vessel (4 mm vs. <25 mm as per IFU) resulted in a type I endoleak. The death of the patient may be related to aneurysm rupture given the natural history of type I endoleaks. However due to the patient's severely diseased coronary arteries an acute myocardial infarction could just as well have been the root cause of expiry of the patient. No evidence to suggest that product was not manufactured according to specifications which is supported by the physician's comments. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2014: a (B)(6) male patient with a bovine arch underwent taa repair. The taa was 7 cm of saccular aneurysm and the landing zone at the proximal side was shortish, so the physician planned to place the stent graft to cover some part of ovine arch to get more landing zone. After placement of zenith tx2 taa endovascular graft proximal tapered component (zteg-2pt-40-208-pf), proximal type I endoleak was confirmed. He placed another zenith tx2 taa endovascular graft proximal tapered component (zteg-2pt-40-208-jp) and confirmed the endoleak was resolved and completed the procedure. On (B)(6) 2014: at the time of discharge, slight proximal type I endoleak was confirmed, but the physician determined it will be thrombosed and the patient discharged. On (B)(6) 2014: the patient's condition changed and was took to another hospital where had been treating his renal failure, and he suffered cardiopulmonary arrest during getting to the hospital and expired. Patient outcome: the patient expired.